Event description:
It was reported on 12 may 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Worsening mr of grade 4+ was reported along with dyspnea. Per the physician, slda was due to the very tethered posterior leaflet. A re-interventional procedure was performed. 2 additional mitraclips were deployed to stabilize the slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Product performance engineering reviewed the complaint information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. All available information was investigated. The reported tissue injury appears to be attributable to a combination of procedural factors (leaflet capture technique) and patient-specific anatomy (thin leaflet tissue). The reported mitral regurgitation (mr) is considered a consequence of the tissue injury, and the reported single leaflet device attachment (slda) is also assessed to have occurred secondary to the tissue injury. The reported patient effects of mitral regurgitation and dyspnea as listed in the eifu, are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.